Event description:
Procedure: lap hernia repair. Reportedly, a piece of trocar came lose and fell into the patient cavity. The piece was recovered from the patient intact and was removed. There was no patient injury. A similar device was used to finish the case.